Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that the leading haptic became disinserted from the optic during implantation of the light adjustable lens+ (lal+, sn (B)(6), +18.0d). The lens was left implanted in the eye due to concerns of poor capsular bag stability. 11 days later, a vitrectomy was performed and the lal+ was explanted. A new lal+ was implanted in the sulcus as a replacement via the yamane technique.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The returned lal was visually inspected and one of the haptics was disinserted. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).